Manufacturer narrative:
This medwatch is submitted to send the initial and final report. Product will not return to the manufacturer as it was discarded by hospital. No visual examination can be performed. The review of the device history records and traceability did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. Based on the information provided, the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. The likely cause of the event is that the bones of the patient were very hard which caused the breakage of the cage. The investigation found no evidence to indicate a device issue. Root cause: unknown. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Avenue l: cage broken. Information of device failure on (B)(6) 2019 (implanted then removed from patient). It was also reported on (B)(6) 2019: surgeon only could implant one anchoring plate, even if the starter awl was used. While impaction of the cage, the surgeon try to impact several times. The cage broke in contact with the very hard bones of the patient. No impact on patient. No delay on surgery. Surgical technique were followed according to the reporter. The starter awl has been impacted in fractioned manner during impaction. Product has been discarded by hospital. Product will not return to the manufacturer.